Event description:
Device 2 of 3. Reference MFR report: 1627487-2019-00715; 3006705815-2019-00197. It was reported the patient experienced inadequate stimulation with their system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken and the system was explanted and replaced.